Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat 6 kit. During the procedure, after completing a pass using the indigo system aspiration catheter 6 (cat6) without the peel away sheath, the physician flushed it on the back table. Next, while attempting to advance the cat6 through an indigo system aspiration catheter 8 (cat8) in the target vessel, the cat6 became kinked; therefore, the cat6 was removed. The procedure was completed using the same cat8. There was no report of an adverse effect to the patient.